Event description:
A customer reported a broken IV tubing during use on a pt. The nurse stated that the silicone segment came apart while in use and leaked IV fluid. No pt harm occurred and no medical intervention was required. The tubing was changed without any problems. The customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The set has been received and an eval is pending. A f/u report will be sent once the investigation has been completed.